Event description:
The physician reported a kink in the catheter when it was removed from the pouch.

Manufacturer narrative:
Technical eval: the returned unit had two single-axis bends at 21.6 cm and 24.8 cm from the end of the hypo tube strain relief. A 48.6 cm from the distal tip there is an ovalization. In addition, there is an ovalization at 23.5 cm from the distal tip. Conclusion: the incident is confirmed as reported. The DHR review of this mfg lot was performed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 2314-01.a, (lot # l15234). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l15234) indicated that inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. This lot was associated with (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement.